Manufacturer narrative:
Corrected information in e.1., h.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. No complaint or manufacturing trend was identified. The root cause could not be determined the manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the non-healthcare professional stating that the consumers have consulted ophthalmologist stating that while wearing contact lens consumer¿s symptoms worsened, she has experienced blurred vision which affects the distance vision, also for the right eye patient presented scaling and redness of nasal upper eyelid. The consumer has experienced infection in both eyes since may, she was prescribed with erythromycin which helped for few days, however the infection reoccurred again. She had pain in the superior eye which go away for few days with warm compresses and then reoccurred again. The consumer experienced more symptoms in the right eye and was prescribed with the treatment of erythromycin eye ointment, prednisolone and tobramycin and dexamethasone ophthalmic suspension. Upon follow-up visit consumer experienced contact lens discomfort and reports there is no vision problem. The status of the consumer eye is unknown at the time of this report. Additional information has been requested but not yet received at the time of the report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.